Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: exposed mesh on insertion tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: exposed wires in the boot/handle is due to cut with exposed mesh on insertion tube. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was observed that during reprocessing, the videoscope had exposed wires in the boot/handle. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.